Event description:
Pt reported the infusion device displayed an e7 (electronic error) alert. Pt reported receiving a blood glucose level of 400-500 mg/dl. Pt reported taking correction via the infusion device and the pen. Pt reported being in the hospital for 3 days; treatment received was not provided. Pt stated after being in the hospital, switched to backup infusion device and had no further blood glucose level problems. Pt's normal blood glucose level is 120-130 mg/dl. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.